Manufacturer narrative:
Device analysis for lead va0q7td revealed the body conductor was broken at the anchor site. All conductors were broken at 16.0cm from the distal end.

Event description:
It was reported the patient experienced a ¿therapy failure¿ with no therapeutic effect and his ¿pain was completely back.¿ impedance testing was performed and found electrodes 4, 5, and 6 had high impedances ¿>10000¿ ohms. It was noted that all of the impedances were within the normal range when the patient¿s system was initially implanted. There were no falls or traumas associated with the event. The patient¿s lead was replaced as a result of the event and the issue was resolved. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot# va0q7td, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).